Manufacturer narrative:
The lv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up, this left ventricular (lv) lead revealed a rise in pacing impedances greater than 2,000 ohms and noise was observed. The lv lead was reprogrammed and the noise and high pacing impedances were resolved, however, it was clear to the physician that the lv lead ring was inadequate and an x-ray was performed to assess the lead damage. The x-ray confirmed that a spot on the lead was abnormal, however the damage could not be specified. The physician elected not to perform a revision procedure and the lead remains in service. No adverse patient effects were reported.